Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought in for right ventricular (rv) lead replacement as the rv lead had pulled back close to the valve, was capturing the right atrial (right atrium), and there was t-wave oversensing (twos). It was noted that it appears the rv lead had dislodged several years ago as the device was programmed to aai (atrium atrium inhibited). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the hospital with chest pains. The patient complained about also having trouble getting out of their chair, feeling real dizzy, blood pressure drops, and that it is hard for them to catch their breath. At the hospital the patient stated that they took x-rays and said that one of their wires is out of their heart and the other one is about to come out of their heart. The patient said they have discussed this with their physician and has had a device check done. Follow up was conducted with the patient's clinic and from the information obtained it was reported that the patient has not been seen and they do not have record of any hospital visit for that patient. Both leads, atrial and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.